Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that there were some challenges with the battery, it may be leaking", that "all of a sudden", 2 days ago, blisters and burns started appearing on their backside and that the battery itself didn't work. The patient stated they were "water blister burns" and that they popped. The patient stated they thought it might be leaking because of the burns/blisters. Patient stated they would sometimes not be able to find the implant before. Sometimes they could find it and sometimes they couldn't so they just stopped looking for it and it was working for a bit but then the blisters suddenly appeared "out of nowhere". Patient services asked the patient if they'd had a fall or trauma and the patient stated no. Patient services reviewed that the ins was hermetically sealed and it would be highly unlikely that the ins could leak and asked the patient if the site felt warm to the touch and the patient stated "mmhmm...is it warm to the touch? We can't even find the battery". They stated there was a square in the area of where the implant was and they needed to know what their next steps were and who they should call. They said their mother had just "put a call into" a manufacturing representative (rep) and left a message about the situation as the rep had been the representative at their implant. Patient services reviewed the role of patient services and the representative with the patient and redirected the patient to follow up with their managing health care provider to further address the issue. The patient stated they were going to call a doctor right away.